Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic due to vibratory alert noticed on (B)(6) 2020. Upon interrogation, device was found to be in backup vvi mode. Programming changes were made to restore the device and issue was resolved. The patient was stable prior to, during, & following the device interrogation. The patient will be monitored on routine basis.